Event description:
A malfunction on the pump was reported, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the malfunction code could be reset, and the customer was allowed to continue using the pump. Although a replacement pump was sent, the customer had not picked it up yet. The caller was advised to reach out again if the malfunction code appeared in the future.